Manufacturer narrative:
Should additional information become available, this report will be updated. Additional information was received indicating that during a device change out procedure, this lead was capped and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that there was noise detected on the rate/sense channel and some on the shocking channel of this right ventricular (rv) defibrillation lead after a shock was delivered for a tachycardia rhythm. Furthermore, there was oversensing of the noise post shock, which resulted in pacing inhibition. There were no adverse patient effects reported. The physician ordered a chest x-ray. No further information has been made available.